Event description:
It was reported that a labeling issue occurred. During preparation and while outside the patient, a box labelled as a 3.00mm x 15mm emerge had a 3.00mm x 15mm nc emerge device within the pouch. The procedure was completed successfully, and no patient complications resulted in relation to this event.

Event description:
It was reported that a labeling issue occurred. During preparation and while outside the patient, a box labelled as a 3.00mm x 15mm emerge had a 3.00mm x 15mm nc emerge device within the pouch. The procedure was completed successfully, and no patient complications resulted in relation to this event. This is the same event reported in 2134265-2022-05614.

Manufacturer narrative:
B5 describe event or problem and h6 device codes: corrected.